Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Initial reporter - the article was written by tong ma, yi-hui tu, hua-ming xue, tao wen and min-wei cai. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this information was originally reported on 1825034-2016-00679 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on the review of journal article, "clinical outcomes and risks of single-stage bilateral unicompartmental knee arthroplasty via oxford phase iii". The aim of this article was to evaluate the clinical effectiveness, complications, and functional recovery of ss and two-stage (ts) uka. It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2012 due to bearing dislocation. Patient underwent a bearing exchange during the procedure. No further information has been provided.